Manufacturer narrative:
Product has been returned, however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.

Event description:
It was reported that in preparation for a procedure, the physician noted that the liberte bare stent was not straight on the balloon in the packaging. This device was not used on the patient. The physician used another stent successfully.